Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide additional information provided by the customer. On (B)(6), 2016 it was reported that the retrieved piece of the guidewire was discarded by the customer and is not available. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI - this product code is not required to be registered with the FDA. The actual device was discarded by the user facility. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. With no return of the actual device to be evaluated, the cause of the reported event cannot be determined from the available information. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device discarded.

Event description:
The user facility reported breakage on the visiglide device. Follow up communication with the user facility reported the following information; this was an ercp case; after angiography of pancreas, the customer tried to pull back the guidewire in question from the contrast tube; a catching feeling was perceived, but the customer continued to pull with force; the guidewire in question became fractured at 2cm from the distal end; the fractured piece remained in the patient; with use of a competitor's basket catheter the fractured piece of the guidewire was retrieved from the body; and the procedure was completed successfully.